Event description:
Healthcare professional reported, nine weeks previously, patient admitted to hospital, CT scan showed infection along band. Patient placed on antibiotic x 2 rounds. Seven weeks later the band was removed at hospital due to low grade infection - may be replaced at further date. Follow-up findings: the patient had not been exposed to an infection or been ill, had surgery or recent dental care. The surgeon has no clinical opinion as to the causality of the infection.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally does snot assist allergan in determining a probable cause for this event.